Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized on (B)(6), 2015 due to elevated blood glucose levels. Reportedly, the customer ran out of supplies which caused elevated blood glucose levels. Pump appears to be functioning as expected.